Event description:
It was reported that the device exhibited noise on the ven- tricular channel on some high ventricular rate detection segm's. The noise could not be reproduced with isometric exercise. Sensing had also decayed from 6 mv to 4.5 mv. The clinic is going to increase the follow-up frequency to monitor the situation closely.